Event description:
On (B)(6) 2013, it was reported that the soft components of the up and down buttons on the patient's infusion device were damaged and the buttons were not functioning properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The soft components of the up button are lacerated. The damages did not influence the insulin pump functions. Ingress of liquid can be possible. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.